Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited abnormal, non-specific parameters. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Numerous inquiries have been made to gather more detailed information about the observation of abnormal parameters in the field. Currently, no additional information has been disclosed.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited abnormal, non-specific parameters. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.